Manufacturer narrative:
(B)(4). After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. The pump was received with minor scratched lcd window, keypad overlay texture damage, cracked case, cracked case, cracked battery tube threads, missing retainer and missing reservoir tube o-ring. Unable to lock reservoir in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the reservoir compartment of the insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.